Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a defective temperature cable. The temperature cable was replaced, and the patient temperature stabilized once the cable was changed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "periodically inspect the external areas of the device for damaged, loose or missing parts, and frayed or twisted power cords and cables. Discontinue using the device displaying one or more of the above conditions until the problem is corrected and has been verified to be operating correctly."

Event description:
It was reported that the arcticsun device was cooling a patient for 6 hours and they had still not reached the target temperature of 36c. The patient's temperature was 37c, the water temperature was 29.9c, and the flow rate was 0lpm. The device displayed an alert 113. The device was placed into manual control and the water temperature was set to 4c for 30 minutes and the water temperature did not drop. The chiller t4 was at 6.8c. Ms&s advised the nurse to switch out the device. The new device was set up and needed to be filled. The device and the patient's temperatures were erratic so the nurse switched out the temperature cable. The patient's temperature stabilized at 37.1c once the cable was changed and the flow rate was 3.3lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arcticsun device was cooling a patient for 6 hours and they had still not reached the target temperature of 36c. The patient's temperature was 37c, the water temperature was 29.9c, and the flow rate was 0lpm. The device displayed an alert 113. The device was placed into manual control and the water temperature was set to 4c for 30 minutes and the water temperature did not drop. The chiller t4 was at 6.8c. Ms&s advised the nurse to switch out the device. The new device was set up and needed to be filled. The device and the patient's temperatures were erratic so the nurse switched out the temperature cable. The patient's temperature stabilized at 37.1c once the cable was changed and the flow rate was 3.3lpm.